Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at wrist were undamaged. No other damage was found.